Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, a cause of the reported difficult or delayed activation (clip deployment) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report difficult deployment of the mitraclip. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. A nt clip was positioned on the valve successfully. However, during deployment the clip delivery system (cds) could not detach from the clip. Troubleshooting was successful, allowing the clip to detach. The mr was reduced to grade 1. There was no adverse patient effect and no clinically significant delay. No additional information was provided.